Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to input selection. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer has indicated that the device will not returned to zoll medical corporation for evaluation.